Event description:
This senior medical affairs specialist has classified the complaint based upon the info the pt/layperson gave to me on june 16, 2008. The pt initially spoke with customer care advocate, cca, on june 9, 2008 alleging results on his one touch enhanced basic meter were inaccurately high. The cca replaced the product when unable to resolve the reported issue. The pt shared the following: on eight days prior to original date before "going out to run errands", the pt tested and reportedly obtained a result of "hi" (hi indicates the blood glucose is greater than 600 mg/dl). The pt, who stated he "felt fine and was in a rush to get out", injected 20 or 25 units novolog based upon the result. When the patient's blood glucose is between 301 - 350, he reportedly takes 8 units. When over 350, he is told to contact his endocrinologist. However, he said that he never contacts the doctor if it is over 350 nor did he. The pt began taking insulin 51 years ago when first diagnosed. Two hours later while running the errands at 2 pm, he reportedly began "feeling low (shaky)" and stated, "I knew a reaction was starting." His meter was at home. He obtained and ate a cupcake at a convenience store and later went home. Later, he tested several times and reportedly continued to obtain "hi". Doubting the results, he called customer service the next day. The pt informed me the meter was in range with the checkstrip and with control solution. The complaint is classified because the pt alleged he took extra insulin based upon the alleged inaccurately high result and later developed symptoms that may be suggestive of hypoglycemia. The pt then reportedly self-treated himself.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.